Event description:
It was reported that the patient is experiencing a malfunctioning ambicor penile prosthesis (app device for the second time). The patient had an app revised after a malfunction and deflation issues. This time, the patient is experiencing the same issue with the app failing to deflate. A patient outcome of stable was reported.